Event description:
It was reported that the customer lost the charger and previously experienced abnormally slow charging of the device battery; a replacement charger was overnighted. Customer care provided support that included logistical support to supply a replacement charger. Investigation of this case revealed a suspected charger-related performance issue affecting charging functionality, with no evidence of broader device malfunction. No clinical symptoms reported. Outcomes included no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was likely accessory performance or user-related handling rather than a device failure.